Manufacturer narrative:
As no sample was returned and no lot number is known, a conclusive root cause could not be determined. All batches are released according to the required specifications. (B)(4).

Event description:
A customer reported having three cases of tass following cataract extraction procedures. There is no product in particular that they feel could have contributed to these events but has requested to have the viscoelastic products used investigated. This report represents one of the three patients reported. This is the first of three reports being filed for this facility.